Manufacturer narrative:
The computer mouse was returned to the manufacturer for analysis. The mouse was paired up with the computer related to the case and it functioned properly during all testing. The mouse cable was stressed to try to recreate the allegation of intermittent functionality, but no problem was found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported a navigation system mouse that was tracking intermittently. There was no patient present when this concern was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. A medtronic representative following-up finds the mouse was replaced, however, the issue was not resolved. Suspect device has not been returned to manufacturer for evaluation.

Manufacturer narrative:
Computer and mouse were replaced in system for issue resolution. Suspect mouse evaluation results on follow up report #1. Suspect computer testing results as follows: computer passed all testing with no problem found during extensive testing over 3 weeks. Unable to duplicate event. System passed all testing after new computer installed.